Event description:
Reporter stated that a venous sample was tested on the coaguchek xs plus system with back-to-back results of 5.0 inr and 4.9 inr. The same sample, when tested on an unspecified laboratory instrument, measured 3.1 inr. Although reporter noted that patient's warfarin dose was based upon the venous value, no information about which venous value was meant was provided. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device not returned to manufacturer.